Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer¿s mother reported the string pulled out of a tampon upon removal leaving the tampon inside. The daughter was able to manually remove the tampon but sought medical attention to ensure all of the tampon was removed. During the me. During the medical exam the consumer was diagnosed with a bacterial vaginosis.